Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has followed up with the customer to provide troubleshooting. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had hemolysis. The following was reported, "it was reported the customer experienced hemolysis problems intermittently. Over the years, I have encountered hemolysis problems intermittently, and rarely, even after education, a tech may still have a high hemolysis rate on chemistry tubes. We note it most there because of analytes highly sensitive to hemolysis such as k+, mg+, ast, alt, ldh and a few others. From 2008 to 2012, the hemolysis index given by the machines was accurate and could be verified by other methodology. Not so much now. Please tell me what the vacuum pressure is for each of the following tubes:"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had hemolysis. The following was reported, "it was reported the customer experienced hemolysis problems intermittently. Over the years, I have encountered hemolysis problems intermittently, and rarely, even after education, a tech may still have a high hemolysis rate on chemistry tubes. We note it most there because of analytes highly sensitive to hemolysis such as k+, mg+, ast, alt, ldh and a few others. From 2008 to 2012, the hemolysis index given by the machines was accurate and could be verified by other methodology. Not so much now. Please tell me what the vacuum pressure is for each of the following tubes."